Manufacturer narrative:
(B)(4)

Event description:
The patient complained of syncope. The relationship to the device and procedure is unknown. The patient showed no arrhythmia and the device function was normal. Additional information has been requested but has not yet been provided.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient complained of syncope. The patient showed no arrhythmia and the device function was normal. Additional information was received indicating that this event was not device, procedure or study related. The event was resolved with no intervention. The patient is in stable condition.